Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that during repair for another issue where the sp02 failed to provide accurate readings. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
Analysis was performed by philips bench repair personnel that, after fixing the device for another issue, it was stated that the sp02 failed to provide accurate readings. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty spo2. The issue was resolved by replacing the spo2 board and adapter. The device was returned to the customer and back in service.